Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called to report foreign body sensation, red eyes, irritation and itching while wearing the acuvue oasys brand contact lenses in the right eye. Pt reports that the symptoms do not resolve after the suspect lenses are removed. Reports that he/she wears the lenses for 2-3 weeks, daily wear, but does not sleep in the lenses. Pt reported a visit to the emergency department twice in (B)(6) 2017 and was advised to discontinue contact lens wear and prescribed ketotifen fumarate eye drops tid and as needed. On (B)(6) 2017 the pts medical records were received and additional information was received: visit date: (B)(6) 2017; eye problem: redness swelling; dx: bilateral conjunctivitis, with secondary infection; chief complaint: pink eye and eye discharge; history of present illness: pt reported that 3 weeks ago both her eyes were very itchy and watery; pt used over the counter eye drops to get the red out of the eye, but stopped the drops a few days prior, then eyes got more red; pt is a contact lens wearer, does not have glasses; pt reported wearing lenses yesterday and today to drive; va: od: 20/160; conjunctival is injected on both eyes, little discharge bilaterally, no photophobia, anterior chamber clear and no staining was present. Impression: bilaterial conjunctivitis, allergic type, with secondary infection. Ed course: she was advised to get glasses and should not wear her contacts lenses while symptomatic; rx for erythromycin ointment, instill 0.5 inch ribbon in affected eye (s) tid x 5 days ketotifien drop, instill gtts bid as needed for itchy eyes ; pt to fu with eye care provider (ecp). Date: (B)(6) 2017; chief complaint: eye swelling, c/o redness and swelling ou; diagnosis: bilateral conjunctivitis; history: pt complains of pain, burning, itching, cl use, bilateral redness, yellow discharge, no blurry vision, no photophobia; pt was seen in the ER 2 days ago for the same and given rx for erythromycin; pt reported that pharmacy did not have the medication, so it was not filled and the pt has not taken any medication prescribed; pt is asking for a new rx; no changes since she was seen 2 days ago; eyes: pain better with topical anesthetic: yes; periorbital area: unremarkable, no rashes; llids/lashes: within normal limits, no foreign body under eyelid, no edema, no stye, conjunctiva and sclera: bilateral injection, no ciliary flush, yellow discharge, no subconjunctival hemorrhage, no scleral icterus; cornea: clear, no foreign body, no abrasion, no ulcer, dendrites, no fluorescein dye uptake; ant chamber: no cells/hyphema; va: od 20/160; ph of tear film 7-8 by 0-13 ph paper impression: bilateral infectious conjunctivitis. Plan: polymyxin instill gtts in affected eyes q6 hours x 10 days. Pt was advised not to wear contact lenses until the symptoms resolve; f/u with ophthalmology in 2 days if not improving. No additional medical information was received and no additional medical information is expected. This is to report the event with the pts left eye (od). The pts right eye event (os) will be submitted in a separate report. The suspect product was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00mg4p was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.